Event description:
An end of service (eos) condition was missed. The pump was replaced on (B)(6) 2015, but the pump reached eos on (B)(6) 2014. The patient was only filled once a year and no one heard the pump alarm. When the physician interrogated the pump in january 2015 for a refill, they did not hear the pump alarming, nor did anyone in the nursing home. The patient was reportedly paralyzed and non-verbal. The pump contained baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).